Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that there was leaking under the dressing after flushing. They pulled it out and flushed and saw that was expelling saline at the 3cm line. Notice hole. A new PICC was inserted. Disposed of PICC. No other information was provided.